Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that oversensing of mechanical noise on the right ventricular (rv) channel of this pacemaker resulted in pacing inhibition and false declaration of multiple ventricular tachycardia (vt) episodes. The pacing inhibition lasted more than three seconds at times. Boston scientific technical services (ts) discussed increasing device sensitivity and suggested lead evaluation, including an x-ray, to determine the cause of the noise. Pacing impedances were noted to be stable, but amplitudes had reportedly decreased. Further ts review of device data found that pacing thresholds were within normal limits. Multiple episodes of atrial arrhythmia burden were also recorded. At the time of data review, ts also recommended pocket manipulation and further troubleshooting. It was noted that the patient, who is pacemaker-dependent, does not want to undergo surgery. The device was reprogrammed to an asynchronous pacing mode and this system remains in service. No adverse patient effects were reported.